Event description:
It was reported that post op a liver procedure, the operating room staff said the device worked fine. However, the patient was taken back to surgery the same evening for bleeding and it is unknown how the bleeding was controlled. A scan was done on the patient which determined that the clips became dislodged from the vessels. The patient received a blood transfusion however it is unknown how many units of blood were given. The patient is fine and recovering. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.